Event description:
Knee revision arthroplasty performed 9/28/2001 utilizing finn hinged knee prosthesis. Following implantation, pt began to hyperextend and revision was performed in 2002. Tibial bearing component noted to be worn.